Manufacturer narrative:
On 11-nov-2021, mentor received additional information about the event: - an updated explantation date of (B)(6) 2021 was reported. - it was reported that there was an unspecified foreign matter discovered inside the explanted device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, bubbles and foreign matter were reported in the implant and the patient developed wound infection. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing of the returned device and material evaluation. Visual analysis of the returned device determined that bubbles measuring from 0.3 cm to 1 cm were observed in the anterior view of the device. In addition, the foreign matter was identified measuring 0.3 square millimeters embedded in the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Additional investigation was performed to identify the chemical composition of the foreign matter. The investigation concluded that it is primarily composed of a biological-based material. The identification and characterization of the foreign material were observed as compared to an existing toxicology report. The assessment concluded that the identified material will not alter the biocompatibility profile of the finished product. Bubbles in the gel can originate with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left to themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per the database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it meets all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded that the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided sterility assurance records of the implanted device. The lot meets all the sterilization parameters required to provide sterility assurance prior to release for distribution. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast reconstruction revision procedure with a mentor memorygel breast implant 550cc gel breast prosthesis developed swelling and fluid near her left breast areola post implantation. The swelling and fluid was due to an infection. As a result, the patient underwent explantation with no replacement breast prosthesis on (B)(6) 2021. Blood and air bubbles were observed inside the explanted breast prosthesis.